Manufacturer narrative:
The savvywire was discarded and not returned to the manufacturer. No inspection was possible. No imaging and no additional data were provided by the account. Check of the device history records (DHR) for savvywire lot number: osw-0529 showed that it was released per specification. Based on the available information, after deployment of the savvywire into the left ventricle, the wire position was confirmed by echocardiography, and pre-procedural pressure measurement was performed and was completed without any issues. Subsequently, delivery of the sapien device was initiated; however, the patient's blood pressure dropped. Left ventricular perforation was suspected at that point which requested additional surgical procedure. Without inspecting the wire, opsens cannot fully investigate the event therefore no definitive root cause can be concluded in this report. If there is any further relevant information, a follow up report will be submitted to the FDA. But based on the event description provided by the customer, the most probable cause of this situation is user based. No further actions will be taken as the cause of the failure was likely related to the usage of the device beyond the recommendations provided in the instructions for use (IFU). The adverse events result of this incident is well mentioned in the savvywire instructions of use (IFU): adverse events that may result from the use of this device include, but are not limited to: access site or vessels complications, additional surgical procedure, allergic reactions, amputation, aneurysm, angina, arrhythmia, bleeding, cardiac or vessel perforation/dissection, coronary obstruction, death, embolism, fibrillation, foreign body/wire fracture, heart block, hematoma, hypotension/hypertension, infection, kidney injury/failure, myocardial infarction, need for permanent pacemaker, pericardial effusion, pneumothorax, stroke or other neurologic event, spasm, tamponade, thrombus, valve dysfunction or complications, valve malpositioning or embolization, vasospasm, vessel occlusion, wire entrapment/entanglement, x-ray radiation exposure complications.

Event description:
In a tavi case, after deployment of the savvywire into the left ventricle, the wire position was confirmed by echocardiography, and pre-procedural pressure measurement was performed mean pressure gradient: 43 mmhg, which was completed without any issues. Subsequently, delivery of the sapien device was initiated; however, the patient's blood pressure dropped. Left ventricular perforation was suspected, and echocardiographic assessment was performed while cardiopulmonary resuscitation was initiated simultaneously. While continuing cardiac massage, a sapien 23 mm valve was implanted. After implantation, suction was started, but cardiac tamponade could not be relieved. Therefore, the patient was switched to ECMO; however, the tamponade remained unresolved. Surgical repair with suturing was performed, and an iabp was inserted hemodynamics were stable, but the iabp was inserted to reduce left ventricular pressure. The patient returned to the ward with the iabp in place. According to the comments, the cardiovascular surgeon (third physician) stated that during device delivery the wire was about to come out of the valve, so slight pushing tension was applied; however, the cardiologist noted that there remains doubt as to whether the third physician was holding the wire securely, and emphasized that in cardiology practice, in such situations, proper confirmation of the wire position and firm wire control are always required. Additional information: 14jan2026: the initial report stated that the patient "returned to the ward with the iabp in place"; however, the correct information is that the patient "was admitted to the ICU with the iabp in place." The patient was discharged from the ICU at the end of last year but remains hospitalized due to suspected cerebral infarction secondary to hypoxic encephalopathy.